Event description:
It was reported that a revision surgery was performed due to pain.

Manufacturer narrative:
The purpose of this investigation was to examine the as-received components, which were examined visually and microscopically. No destructive testing was carried out. The r3 xlpe acetabular liner was received assembled in the r3 acetabular shell and the oxinium femoral head was received disassembled from the anthology hip stem. Bone attachment was observed on the porous coated regions of the stem and the shell. Metal transfer and scratching was observed on the articulating surface of the oxinium femoral head. Sem/edxa spectrum analysis of the metal transfer regions revealed signs of titanium and aluminum which was likely due to contact with the r3 acetabular shell. Visual and sem image analysis of the stem taper revealed few signs of corrosion and fretting. Scratching and burnishing was observed on the neck region of the stem near the taper. Sem/edxa spectrum analysis of the these regions revealed signs of chromium, iron, and nickel which was likely due to contact with a stainless steel instrument during removal. Abrasive wear and embedded metal was observed on the articulating surface of the r3 xlpe acetabular liner. Examination of the taper surface of the stem taper revealed few signs of corrosion and fretting. The observed bone attached on the stem and shell indicates that the components were likely well fixed to the bone.